Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during an oral surgery at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.